Event description:
The customer reported that while the instrument was being cleaned, the jaws could not be re-opened and that the knife blade was protruding from beyond the jaws. There was no patient or surgical staff injury reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.